Event description:
It was reported that the balloon over-inflated while inside the bladder. It was also noted that the patient had a urinary tract infection and blood clotting around the same time of the event; however, the patient was not certain if it is due to the catheter.

Manufacturer narrative:
The reported event was confirmed as use related. Based on the event description, the balloon was over-inflated by the user. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Catheters should be replaced in accordance with the cdc guideline, "guideline for prevention of catheter-associated urinary tract infection." At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheterrelated adverse effect, the catheter should be replaced. Do not exceed recommended capacities. Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon over-inflated while inside the bladder. It was also noted that the patient had a urinary tract infection and blood clotting around the same time of the event; however, the patient was not certain if it is due to the catheter.